Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer had a pen calibration error. The connection was reseated as a preventative. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer developed a pen calibration error. The programmer was returned for service. No patient complications have been reported as a result of this event.